Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs in 2009, alleging a battery indicator on her one touch select meter. A medical surveillance specialist (mss) was unable to get a hold of the patient and sent a letter for the patient to contact mss. The patient mentioned that alleged issue with the meter began two weeks ago. During the same time, the issue started the patient reportedly exhibited frequent urination. The patient did not seek any medical attention or contact her physician for assistance. The patient denied that there was any misuse to the product. The meter was replaced. No further clinical information was provided. It would have been helpful to know the patient's how long symptoms lasted, and whether the patient continued to take their diabetes medication on a regular basis due to the alleged issue. The complaint is being reported since the patient alleged that since the patient was unable to test on the meter, the patient exhibited symptoms suggestive of hyperglycemia.